Event description:
Event: (cc# 97-01144) the pt went to surgery two days following the insertion of the balloon. The tech checked the iab at 2000 hours and was paged at 2015 by the pt's nurse who said there was an alarm condition. When the tech arrived in the unit, the pt's nurse had observed a crack in the balloon catheter luer port. There was blood backing up the arterial line of the catheter and no fluid was going through the line. The resisdent called the primary surgeon and directed to remove the balloon. The pt is stable without iabp support. On 1/29/1998, datascope was notified that the iab was probably discarded by the facility and would not be returned for evaluation. [Event complications]: none from the event - reported 10/10/1997. [Pt's current status]: stable - rpt'd 10/10/1997.